Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified for the error code b30. The equipment had not been returned to the manufacturer. Additional information from the field service engineer (fse) was obtained regarding general inspection of the light source and instruments, from which no malfunctions were found, and no spare parts were used. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer stating that before starting the procedure the client checked that the endoscope was working properly but as soon as they inserted it into the column, the signal "endoscope b-30 communication error" appeared and the video appeared black starry. There was no damage or infection on the patient/operator.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30," scope communication error occurred upon insertion of an olympus endoscope into the olympus, model clv-190, evis exera iii xenon light source. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the event, reported to olympus.